Manufacturer narrative:
A supplemental report is being submitted due to additional information received about the battery. Additional products: d1: heartware ventricular assist system ¿battery, d4: model #: 1650de, catalog #: 1650de, expiration date: 31-may-2018, serial or lot#: (B)(6), UDI #: (B)(4), h4: mfg date: 15-may-2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the battery were not returned for evaluation. The two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed external visual inspection. No anomalies were observed on the pins within the controller¿s connectors. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller. Internal visual inspection revealed the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen, and supplemental testing revealed that one of the cells of the nimh battery was shorted. After the internal battery was replaced, the controller performed as intended. Failure analysis of (B)(6) revealed a bent pin within power port one (1). The bent pin did not allow a power source to properly connect to the controller. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Review of the log files associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2020 at 17:11:10, indicating an issue with the internal battery. Log file analysis associated with (B)(6) also revealed that the controller powered down at 17:16:24. The data point logged in the controller's internal logs at 17:15:54, prior to the loss of power, revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 93% relative state of charge (rsoc), indicating that this was likely the battery which was reported to be faulty. However, log file analysis did not involve any anomalies involving the battery leading up to the loss of power. Based on the available logs, (B)(6) was in use following the controller loss of power. Analysis of (B)(6) log files revealed several controller power up events starting at 17:36:40 on (B)(6) 2020. Two (2) vad disconnect alarms were logged at 17:36:44 and 17:37:22, indicating that the controller was powered up without the driveline cable connected. A successful motor start event was logged at 17:55:56. Review of the event log file revealed that, prior to the first power up event, (B)(6) last had power on (B)(6) 2019, indicating that the power up events and vad disconnect alarms occurred during the reported controller exchange from (B)(6). Analysis of the event log file associated with (B)(6) revealed that two (2) additional controller power up events, with associated motor start events, were logged at 18:03:27 and at 19:22:29. The data point logged in the controller's internal logs prior to the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 94% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 92% rsoc. The data point logged in the controller's internal logs prior to the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 80% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 80% rsoc. The controller was without power for 32 seconds and 15 seconds, respectively. Several additional controller power up events and vad disconnect alarms were subsequently logged on both controllers, likely during troubleshooting. Two (2) additional controller fault alarms involving (B)(6) were logged on (B)(6) 2020 at 23:39:20 and (B)(6) 2020 at 00:38:07, indicating an issue with the internal battery. In additional, log files revealed that the controller (B)(6) had been in use for more than two (2) years. Additionally, log file analysis revealed a decrease in the pump's power consumption and estimated flows on (B)(6) 2020 to parameters below normal operating range, and 59 low flow alarms logged since (B)(6) 2020. As a result, the reported controller fault alarm, loss of power, bent pin, and low flow events were confirmed. The reported "faulty battery" event could not be confirmed as the battery was not returned for analysis. The most likely root cause of the reported controller fault alarms can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information, a possible root cause of the losses of power can be attributed to a faulty battery as the only power source connected to the controller, a disconnection of both power sources, and/or an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported "faulty battery" event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. The most likely root cause of the reported controller bent pin event can be attributed to a misalignm ent between the power port and battery output connector. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possi ble clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial#: (B)(6) d9: yes, return date: 11-nov-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706 h6: FDA conclusion code(s): d11, d15 d4: serial#: (B)(6) d9: yes, return date: 11-nov-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d02, d1105, d15 d4: serial#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018/ serial #: (B)(4). UDI #: (B)(4).device available for evaluation: no, device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 14-nov-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device eval. By MFR.: no, device evaluation anticipated, but not yet begun. Mfg date: 09-jun-2017, labeled for single use: no. (B)(4). Heartware ventricular assist system battery model #: unk, battery / catalog #: unk, battery/ expiration date: unk / serial #: unknown UDI #: (B)(4). Device available for evaluation: no, device eval. By MFR: no, device evaluation anticipated, but not yet begun, MFR date: unk, labeled for single use: no. (B)(4). Additional information has been requested regarding the the battery of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found at home unresponsive and not breathing by the paramedics. The patient had one battery connected to the controller and nothing connected to power port one, and the battery was faulty. The vad exhibited low flows, decrease in power trend, and the patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient was taken to the emergency room and a controller exchange was performed and the patient experienced another cardiac arrest. The two controllers exhibited bent pins, loss of power, and controller fault alarm with one controller having associated depleting internal battery. The patient subsequently expired from cardiac arrest/cardiogenic shock.